Event description:
The customer sent a repair request with an issue of an error e315 (scope error) message. The issue found during preparation for use. No patient harm reported . No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted the following findings: the error message e315 did not appear during the incoming inspection. The device was tested at several processors. No error appeared. Further inspection, the following findings were noted: a-rubber glue porous, c-cap insulation insufficient, cp-plate deformed/plate deformed, seal ring at s-body unit loosen, freeze knob 1 leaky, knob 2 incised (switch box), c-tube scratched, biopsy channel scratched, connector pins deformed (plug unit). Based on evaluation findings the customer reported issue was not confirmed. Device was tested on several reference processors and no errors were detected. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device switch was damaged due to mishandling and water invaded the device from the damaged location. The user continued to use the device in that state, electrical components were broken and the error code e315 occurred. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." "Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.